Manufacturer narrative:
H4 manufacturing date ¿ added h3 device evaluated by mfg ¿updated h3 summary attached - updated d4 expiration date - added d9 / h3 product available to stryker ¿ updated d9 returned to manufacturer on ¿updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject stent was found to be deployed and was found to be severely deformed. The stent introducer sheath distal tip was found to be damaged, and the stent delivery wire (sdw) was found to be intact. Functional testing was not required as the defect was confirmed during visual inspection. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported complaint code ¿stent deployed prematurely during use¿ was confirmed. The device failed to meet specification when received for complaint investigation based on the analyzed anomaly noted to the device. Additional information provided by the customer indicated that the device was confirmed to be in good condition prior to use, and the device was prepared as per dfu for this product. The subject stent was opened in the microcatheter before it reached the aneurysm, and no excessive force was applied. The stent was then removed. Additional information did not indicate a user related issue. It is probable when the reported issue was noted while attempting to transfer the device from the introducer sheath into the microcatheter, the user continued to manipulate the device causing the damage noted during analysis. Product analysis found the stent was returned deployed and deformed with frayed braid edges. The stent was returned deployed therefore, the introducer sheath tip was damaged and the sdw was noted to be intact. The event description states "the stent was opened in the microcatheter before it reached the aneurysm. The stent was removed." An assignable cause of procedural factors will be assigned to the as reported and as analysed ¿stent deployed prematurely during use¿ in addition to the as analysed ¿stent deformed¿ and 'stent introducer sheath distal tip damaged¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during an aneurysm case, subject stent was used along with microcatheter. During delivery, the subject stent got prematurely deployed inside the microcatheter before it reached the aneurysm. Subject stent was removed and the procedure was completed successfully with another device. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during an aneurysm case, subject stent was used along with microcatheter. During delivery, the subject stent got prematurely deployed inside the microcatheter before it reached the aneurysm. Subject stent was removed and the procedure was completed successfully with another device. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.